Event description:
A malfunction alarm was reported, identified by malfunction code malf 24 and fault ID 0x2219. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the customer's pump, as it was still under warranty. The customer will switch to manual injections as a backup insulin therapy temporarily. They were informed that the replacement pump would have updated software and given instructions about storage and returning the old pump. Necessary guidance was also provided on programming settings and connecting the continuous glucose monitor to the new pump. The replacement pump was arranged to be sent without a signature required for delivery.